Manufacturer narrative:
The apc/esu system and cryosurgical unit were thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on the devices. In addition, no anomalies were found in the device history records (dhrs) for the units. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the provided information, we can only speculate on the possible causes of the symptoms experienced by the patient. It is possible that this was an intervention-induced gas embolism. According to literature, parenchymal destruction of lung tissue can cause alveolo-pulmonary venous and thus a system arterial gas embolism. It is also conceivable that during argon plasma coagulation, as a noncontact modality, gas entered a major open pulmonary vein resulting in a gas embolism. There is a warning in the user manual for the coagulator that an apc applicator or probe should not be directed at an open vessel due to risk of gas embolisms. Finally, no conclusive determination could be made as to the cause of the incident. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 300 d, part number (p/n) (B)(4), serial number (B)(4) ) system with an erbe cryosurgical unit (p/n (B)(4), s/n (B)(4) ) involved in a patient incident. The apc/esu system with the cryosurgical unit was used in a bronchoscopy to take a cryobiopsy in the lung as well as to stop bleeding. No information was provided in regards accessories being used or the equipment settings. During or upon the procedure, there was a circulatory reaction. The patient had an abnormal electrocardiogram (ECG) and developed a cognitive disorder. No further information was provided involving the patient's condition or follow-up treatment.